Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, post office or zip code, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a recently purchased tecnis synergy intraocular lens (iol) had some issues. During the phacoemulsification procedure, after it was completed, the surgeon observed black particles stuck to the iol. Due to the lack of a backup iol and the completion of the phaco procedure, the surgeon decided to implant the iol after thoroughly washing it. No additional information is available.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. However, a customer photo was provided. Additional information: section h3: evaluated by manufacturer: yes device evaluation: a customer photo was evaluated. The photo displays the suspect lens inside the lens daisy wheel and a black material was observed on the lens. Due to no product received, no further evaluation could be performed. The complaint issue foreign material - loose was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.